Manufacturer narrative:
This device remains implanted and in service, therefore technical analysis cannot be conducted. Without a returned device it is not possible to definitively confirm how the device may have contributed to the complaint incident. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this right atrial (ra) lead exhibited a sudden drop in pacing impedance measurements less than 200 ohms in (B)(6) 2019. During a device replacement in (B)(6) 2019, the right atrial (ra) lead was connected to the new device, and pacing impedance measurements improve to 380 ohms, and remain stable. In (B)(6) of 2019, a sudden decrease of pacing impedance measurements dropped again, below 200 ohms. Several atr episodes are recorded on the device, related to non-cardiac activity. Noise is being over-sensed by the device, cause pacing inhibition. A technical service consultant recommended having the patient be seen in the clinic, and perform x-rays and lead integrity testing. The patient lives on an island, and only travels for major procedures. This right atrial (ra) lead remains implanted. No adverse patient effects were reported.